Manufacturer narrative:
The analysis on the suspect collimator was completed by medtronic personnel. Testing found that the strike error on the collimator was higher than specified. It was reported that this was an indicator of a mechanical issue linked to a bind that prevents movement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative confirmed that an intermittent collimator error was appearing. To resolve the reported issue, the collimator was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect collimator was received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system displayed a collimator error when initializing. Restarting the imaging system did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. No additional information was provided. There was no impact on patient outcome.